Event description:
Pt presented to outpatient dermatology clinic for laser hair removal to upper lip, chin, and arms. Three days post procedure pt noted small cigarette like burns and thin abrasions. Pt educated to allow healing and keep area moisture. Pt followed in clinic 2 more times and areas are healing well. Laser was calibrated and report was normal. Laser rep was called in and machine inspected. Equipment noted to be cracked. Laser taken out of service for repair. Will submit med watch. FDA safety report ID# (B)(4).